Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose, ketone in her blood glucose and diabetic ketoacidosis on (B)(6) 2014. The customer was treated with IV fluids, was given insulin through insulin pens for that day and the next few days. The customer was admitted at (B)(6) hospital, (B)(6) at (B)(6) 2014. The customer was wearing the insulin pump at the time of emergency room visit. The customer will receive a new insulin pump. No further assistance was needed.